Event description:
Boston scientific received information that during this implant procedure, placement difficulty was experienced while implanting this lead. Therefore, a venoplasty was performed. However, due to the patient's difficult anatomy, a dissection occurred. A whisper guidewire was utilized for the procedure and a piece of the wire broke off and is still in the patient's heart. The caller stated that many wires were used during the case and they did not have the model number and serial number of the wire that broke. Defibrillation testing (dft) was performed and the implant procedure was performed without further incident. No adverse patient effects were reported.

Manufacturer narrative:
No products were returned for testing. Therefore, boston scientific cannot confirm any of the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.